Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, perforation of the guiding catheter from the right ventricle to the left ventricle was suspected. However, the patient did not exhibit or report symptoms. It was noted there was difficulty placing the catheter due to the patient's anatomy. A thin septum, due to ventricular septal defect (vsd), was presumed as one of the causes. The catheter was replaced. No further patient complications have been reported as a result of this event.